Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt319 adult breathing circuit was found to be torn when the package was opened. This was found before patient use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned inspiratory limb was visually inspected. Results: it was observed that the tubing cuff had split after the elbow was assembled and this defect was not noticed by the operator during the visual inspection following manufacture. Conclusion: we were unable to determine the cause of the split cuff.